Event description:
Technical services reported that during routine maintenance the gantry was noted to move downward without extra weight being applied to it. No pt was involved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).